Manufacturer narrative:
Images and photos were provided for review. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is not required. The investigation of the reported event is currently underway. (Expiration date: 02/2022).

Event description:
It was reported that approximately one week post port device implant, the port was allegedly unable to be aspirated. It was further reported that imaging was performed which demonstrated the port device to be alleged rotated upside down. Reportedly, the port device was removed and upon removal, the catheter was allegedly found detached from the port body connection. Additionally, imaging was reviewed which identified the port catheter to be in the left pulmonary artery. The patient status is unknown.

Event description:
It was reported that approximately one week post port device implant, the port was allegedly unable to be aspirated. It was further reported that imaging was performed which demonstrated the port device to be alleged rotated upside down. Reportedly, the port device was removed and upon removal, the catheter was allegedly found detached from the port body connection. Additionally, imaging was reviewed which identified the port catheter to be in the left pulmonary artery. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, two electronic photos were reviewed. The first photo shows the two x-ray images reviewed by the medical image reviewer. The second photo shows a segment of catheter inside a bag and the depth markers are visible, about 17 cm of tubing is what is visible inside the bag. The sample appears clean. Furthermore, the image review revealed that there was no port rotation and that a segment of the tubing was in fact located in the left pulmonary arteries. The image review also revealed kinking in the catheter which could have led to the inability to be aspirated. Therefore, the investigation is confirmed for the alleged inability to be aspirated. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. H10: g4 h11: h6 (device, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.